Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) # additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'air-in-line system error' was not reproduced. A review of the event history log (ehl) revealed 'air-in-liner' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.